Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site, with symptoms of redness and swelling, which were confirmed as an infection by the hcp. According to the user, the symptoms first appeared a few days after sensor insertion, and antibiotic treatment was initiated on (B)(6) 2025; therefore, the date the issue occurred will be defaulted to (B)(6) 2025. No other infections were reported. The user's hcp is aware of the event and prescribed antibiotics (ceforal). Per dms, the user has resumed use of the system and is currently using it with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an infection at the insertion site, with symptoms of redness and swelling, which were confirmed as an infection by the hcp. According to the user, the symptoms first appeared a few days after sensor insertion, and antibiotic treatment was initiated on (B)(6) 2025; therefore, the date the issue occurred will be defaulted to (B)(6) 2025. No other infections were reported. The user's hcp is aware of the event and prescribed antibiotics (ceforal). Per dms, the user has resumed use of the system and is currently using it with up-to-date information.